Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced to post-dilate the previously implanted wallstent. However, during the third inflation at above the rated burst pressure (rbp) inside the wallstent, the balloon ruptured. The device was removed completely removed and the procedure was completed. No patient complications were reported and the patient's status was fine.